Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the patient's diabetic ketoacidosis and hospitalized. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death."

Event description:
The patient reported activating a new pod on (B)(6) 2013 and his blood glucose and insulin history is as follows: at 2:39 pm, he decided to deactivate the pod. Upon removal he noticed the cannula was kinked. At 4:00 pm he was hospitalized for diabetic ketoacidosis and dehydration. He was at the hospital for 7 hour and was treated with intravenous insulin drip and a manual injection of 6 unit of short-acting insulin.